Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. It was also reported that the right atrial (ra) and right ventricular (rv) leads showed high impedance alerts. It was also noted that a polarity switch occurred on the rv lead and intermittent loss of capture was observed. The ra and rv leads were capped and the rv lead was replaced. No further patient complications have been reported as a result of this event.